Event description:
According to a copy of the echocardiograpy report forwarded to shiley from the physician, "physiologic mitral regurgitation appeared to be present with the mitral valve prosthesis".